Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2018 with exacerbated congestive heart failure and was discharged on (B)(6) 2018. On (B)(6) 2018, the patient became unresponsive while her husband was assisting her to a chair within their home. Ems was called and upon arrival approximately 15 minutes later, the patient was in a state of cardiac and respiratory arrest. CPR was performed and the patient was sent to the emergency department. The patient had a pulse but was unresponsive to verbal and physical stimuli and was under assisted breathing by ventilator. The patient was deemed medically appropriate to be under dnr. On (B)(6) 2018, the patient was announced deceased and the causes of death were cardiac arrest due to arrhythmia, mitral valve regurgitation, and congestive heart failure. The patient had 2 previous procedure done in (B)(6) and (B)(6) 2018. The patient had a heart catheter in place in (B)(6) and had a mitral valve clip repair procedure in (B)(6) due to severe mitral regurgitation. No further information was available at this time.